Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was noticed to have a wire at jaws seen to be faulty whilst in use. The procedure was completed with no report of patient harm, adverse outcome or injury with no delays. No fragment fell into the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient was not harmed due to the broken wire, the procedure was completed using a backup instrument of the same kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the proximal clevis hole location. The cable was frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.